Event description:
On (B)(6) 2012, the patient's mother contacted animas alleging the patient waking with elevated blood glucose(bg) readings. The reporter stated the patient's fasting morning bg on (B)(6) 2012 was "352 mg/dl", and "444 mg/dl" on (B)(6) 2012 at 8:15am and "455 mg/dl" at 9:59am later that morning. The patient's mother stated the patient tested (B)(6) for moderate ketones, had a stomach ache and did not feel well at the time of the high bg's. In response to the high bg's, the reporter claimed they changed out site, set and cartridge and would treat the high bg's and confirmed the patient's bg would come down. At the time of troubleshooting, the patient's mother denied seeing bent cannulas or the patient having any site or skin issues at the time of the elevated bg's. The reporter did not wish to troubleshoot the pump at the time of the call. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values.